Manufacturer narrative:
(B)(4) registry. Event description. (B)(4). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed a liner tear approximately 9 inches in length extending from the distal tip. The sheath shaft was expanded as designed with no delamination or stretching. Minor distal tip damage and light scratches on the sheath shaft were observed. Scratches were also observed on the introducer shaft. No other abnormalities were observed on the sheath or introducer. No functional testing could be performed due to the condition of the returned device. Dimensional analysis of the liner thickness was performed. All measurements met specification. During the manufacturing process, the sheath is 100% inspected at the final assembly for wrinkles, dents and cuts on the sheath tube, surface defects, protruding or missing material, cross linking of the hdpe across the liner, holes, tears or wrinkles, stress in the liner, seam separation and delamination by manufacturing and quality. Product verification (pv) testing is also performed on samples from the manufacturing lot. During pv testing, samples are visually inspected for tears pre- and post-expansion testing. These inspections and pv testing support that it is unlikely that a manufacturing non-conformance on the sheath was the cause of the reported event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. In this case, the report of the liner tear was confirmed based on the condition of the returned sheath. However, no manufacturing non-conformances were identified as the seam expanded as designed and the liner thickness measurements met specification. The exact cause of the liner tear and femoral artery dissection cannot be confirmed. Procedural factors (the ¿quick¿ removal of the sheath, sub-optimal insertion angles of the device, non-axial alignment during the retrieval of the delivery system), in addition to patient factors (vessel calcification, tortuosity) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during a transfemoral tavr procedure, following the successful deployment of a 29mm sapien 3 valve, as the amplatz extra stiff wire was being withdraw, it appeared to be out of the 16fr esheath. It was observed that the wire had torn through the esheath seam/liner. The esheath was withdrawn, with the wire still in it. During the device withdrawal, the wire tore the entire seam. As the sheath was withdrawn, profuse bleeding occurred and the sheath was quickly removed. Pressure was applied to the access site and the perclose were used. A dissection and slow flow was then noted at the perclose area. A surgical vascular cutdown was performed. A dissection in the front part of the vessel where the sheath had been quickly removed was found. The dissection was repaired with a patch. The procedure was completed and the patient was transferred in stable condition. The access vessel minimum luminal diameter measured 8.3mm x 8.4mm. No calcification and moderate tortuosity was reported.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, following the successful deployment of a 29mm sapien 3 valve, as the amplatz extra stiff wire was being withdraw, it appeared to be out of the 14fr esheath. It was observed that the wire had torn through the esheath seam/liner. The esheath was withdrawn, with the wire still in it. During the device withdrawal, the wire tore the entire seam. As the sheath was withdrawn, profuse bleeding occurred and the sheath was quickly removed. Pressure was applied to the access site and the perclose were used. A dissection and slow flow was then noted at the perclose area. A surgical vascular cutdown was performed. A dissection in the front part of the vessel where the sheath had been quickly removed was found. The dissection was repaired with a patch. The procedure was completed and the patient was transferred in stable condition. The access vessel minimum luminal diameter measured 8.3mm x 8.4mm. No calcification and moderate tortuosity was reported.